Manufacturer narrative:
Conclusion: the valve remains implanted, and the delivery catheter system (dcs) was not returned, therefore product analysis could not be performed. Images were received for review. The image shows that at 100% deployment, the valve is severely constrained at the inflow area while removing the dcs the nose cone dislodged the valve. There is no additional imaging provided that can confirm the deployment leading up to the dislodgement and the relocation of the dislodged valve using the balloon aortic valvuloplasty (bav) balloon. A root cause for the incomplete expansion cannot be determined, only that per the one photo clip, the valve was under expanded at the inflow area and then when the dcs was removed, the nose cone of the dcs dislodged the valve. Its unknown if there were any patient anatomy issues that prevented the valve from expanding fully. Dislodgement of the valve by the distal tip is likely related to operator technique or experience; the evolut pro+ instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. Given the limited information, the root cause of the dislodgement event cannot be conclusively confirmed and a relationship to the dcs cannot be established. It had also been reported that severe paravalvular leak (pvl) and a residual gradient were present. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. Gradients can be observed despite normal device functionality. It should be noted that a mean gradient of less than 20 mmhg is generally considered acceptable residual condition for this valve. The mean gradient was not reported after the first valve was implanted. High gradients can be related to valve related (degeneration, thrombus, calcification, etc) or non-valve related factors (lvot obstruction, patient pressures, lv dysfunction, etc). It was also reported that the patient became unstable with resuscitation provided. Per evolut instructions for use (IFU), "in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a postimplant balloon dilatation of the valve may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. In this event, the user did not follow the IFU and perform a bav to expand the valve. Instead, the bav was used to inflate within the dislodged valve and reposition the valve into the ascending aorta, though repositioning the valve after deployment is complete is not recommended per the IFU. IFU states that, ¿physicians should use judgment when considering repositioning a fully deployed bioprosthesis (for example, using a snare, balloon, and/or forceps). Repositioning the bioprosthesis is not recommended except in cases where imminent serious harm or death is possible (for example, coronary occlusion). Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery.¿ in conclusion, we are unable to determine the exact cause for the reported under-expansion, pvl and gradients on this valve with the limited information made available. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. This event does not indicate device misuse or malfunction. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that following the implant of the first valve, the severe aortic insufficiency was classified as severe paravalvular leak (pvl). No additional adverse patient effects were reported. Updated b.5 - description of the event. Updated h.6 - device codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: evolutr-34, serial #: (B)(4), ubd: 27-jan-2022, UDI#: (B)(4). Product analysis: the delivery catheter system (dcs) was discarded and the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the mean gradient was 86 mm hg and the mean annulus diameter was 28 mm. A sentinel device was placed for cerebral protection. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 26 mm balloon, however the balloon did not fully inflate therefore a second bav was performed. During implant, the cusp overlap technique was used to make use of the maximum radial force of the valve in a high implant position. Following deployment, the valve was under-expanded. Due to a residual gradient and severe aortic insufficiency (ai), the patient became unstable and resuscitation was provided. As the delivery catheter system (dcs) was withdrawn through the valve frame, the dcs caught on the valve and dislodged the valve into the sinus of valsalva (sov). A balloon was inflated within the dislodged valve and the valve was pulled up into the ascending aorta. The valve was fixated in that position with a snare. The patient was stabilized. A pre-dilation was performed using a 28 mm balloon. A second valve was successfully implanted through the first valve. No additional adverse patient effects were reported.